Event description:
It was reported that during a ureteroscopic holmium laser lithotripsy procedure the fiber could not work and felt hot. The procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that during a procedure the fiber could not work and felt hot. The procedure was completed with another fiber with no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body no defects. During the product analysis, the exposed tip was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light exiting the connector face, indicating that there was a fracture within the sma connector, this confirms the reported event. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. A fracture within the sma connector can occur during procedural handling of the fiber like setup or use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. In this case the interaction between the fracture connector and console may have led to connector overheating causing the fiber to feel hot as the event stated. Finally, improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during a ureteroscopic holmium laser lithotripsy procedure the fiber could not work and felt hot. The procedure was completed with another fiber. No patient complications were reported.